Manufacturer narrative:
Initial reporter name and address: address (full name of establishment is geobungbaek hospital, a medical corporation). The subject device was evaluated. Device inspection and evaluation service repair noted the e315 was not observed. Noted that e315 did not appear. Additionally, device evaluation service repair noted the following findings : angulation in the up direction is out of standards due to worn of angle-wire, liquid leaks due to deformation of u/d knob, liquid leaks due to deformation of r/l knob, the adhesive part of ar is broken, there is corrosion at the scope-connector due to leakage, there is corrosion at the sc cover unit due to leakage, c-cover has scratches. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of e315 occurred during preparation for use. There was no patient harm or injury reported . No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information and to correct initial reporter health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, it is likely the event was due to physical stress or the like, leakage occurred, water invaded the device and abnormality in electrical components occurred. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.